Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the drawer 1.1 failed. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes: a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) identified that the three drawers in the unit were malfunctioning by randomly ejecting cubies and failing to recover properly. Upon inspection the fse confirmed that the drawer controllers were improperly seated retractor bands, and debris under the pockets, along with potential degradation in electrical connections. To resolve the issue, the engineer replaced the drawer controllers, cleaned out all debris from the pockets, and applied stabilant 22 to key electrical connections, including row board headers and the main control board, to enhance conductivity and reliability. All connections were inspected, tightened, and verified through diagnostic software testing, which confirmed successful operation of the drawers. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the drawer 1.1 failed. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.